Event description:
It was reported that the patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the reported event. The treatment for the peritonitis included intraperitoneal (ip) cefepime with heparin (daily for 2 days, dose unknown) and the treatment was ongoing. The patient was reported to be recovering from the peritonitis event. Additional information was requested and was not available at this time. This is report 1 of 3.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13g16071 and h13h02053 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).